Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a non-tortuous and non-calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the procedure. It was reported that a balloon burst occurred during the first balloon inflation to 8atm. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with contrast visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst on the balloon material proximal to the distal markerband. The balloon material was protruding outwards at the burst site. No other damage evident to the remainder of the device. Additional information: pressure drop gradually noted during inflation. The device was advanced from the punctured site to the lesion. The device was used for pre-dilation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.